Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm. On (B)(6) 2026, while using the dexcom g7, the patient experienced a reaction at the sensor site that caused an infection of the arm. Symptoms included fever, swelling of the upper arm, rash, warmth to touch, and pain. The patient was taken to urgent care facility per advice from the nurse. The physician prescribed an unspecified oral antibiotic and recommended regular application of ice packs, with instructions to return for follow-up after completion of the antibiotics. The swelling and infection eventually went away but took some time. There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, the patient¿s condition is fine. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional event or patient information is available.